Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit after battery change, no delivery alarm and the alarms cannot be cleared. Customer does not recall any significant events leading to the error. Customer's blood glucose was 500 mg/dl at the time of incident. Troubleshooting was done for battery out and high blood glucose and customer indicated that they had three different basal settings. Customer declined to further troubleshoot and stated that he would call back if further assistance needed.. No further information was given.